Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician, who questioned the result. The same sample was rerun on the same instrument and the corrected result was reported. The customer also ran a new patient sample, that resulted higher and correlates with the patient's clinical picture. The customer reported that the patient was given an incorrect diagnosis and an ultrasound was performed by the doctor. There were no other reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant hcg result was user error: the customer placed the manual dilution on the sample wheel in the wrong position and processed it as a limited sample with no level sense, therefore no sample detection error was obtained. The tsc determined that there was no instrument malfunction during the time of the event and reminded the customer to follow the instrument operator's guide for proper sample handling. The instrument is performing within specifications. Further evaluation of the device is not required.